Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer will reach out to their healthcare provider regarding a backup method of insulin therapy.